Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not alarming no delivery alarm. Customer's blood glucose level was unknown. Customer also stated that the cannula was bent. It was also reported that the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.